Event description:
The spinal needle was bent as it was pushed against the bone. When the spinal needle was partially withdrawn through the introducer in an attempt to realign the position, it is suspected that it snagged on the tip of the introducer at the spot where it had bent. The whole assembly was then withdrawn, and as the distal fragment is lying superficial to the spinous process, it is expected that it was at this time that the needle finally broke. After this, the anesthetist noted that the spinal needle was shorter, with the stylette protruding 2 cm through the broken end. The stylet was then withdrawn and became twisted and broken in the process.